Event description:
It was reported that the patient received inappropriate shocks due to oversensing of noise on the right ventricular lead. The patient was also noted to have dizziness. The right ventricular lead was noted to have intermittent capture. The device was noted to have early depletion. The lead was capped, partially explanted, and replaced. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal portion was received measuring 12 cm. Analysis was performed and no anomalies were found. Concomitant medical products: d224trk implantable cardioverter defibrillator (B)(6) 2010; 4193 implantable pacing lead (B)(6) 2004; 5076 implantable pacing lead (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert (lia) were met. Lia triggered on (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia and ventricular sensing integrity counter (sic). Analysis of the device memory indicated oversensing due to non-physiologic signals/sic, a total of 1409 ventricular sic occurred since (B)(6) 2013. Fifteen non-sustained tachycardia episodes and one ventricular fibrillation episode of <(><<)>220 ms cycle length are recorded on (B)(6) 2013.